Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the ICD implant, high lead impedance and unclear egm were observed. After the lead repositioning, x-ray revealed break on the electrode. The fracture was noted between the defib coil and the tip. The lead was explanted and replaced. The patient was stable.